Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") in a 42-year-old female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lumbar pain and ovarian cyst. Concomitant products included diazepam (valium). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual bleeding /abnormally heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)"), menstrual disorder ("acute clotting"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage and dysmenorrhoea had resolved and the menstrual disorder and procedural pain was resolving. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2012: 1.6 centimeter right ovarian cyst surgical pathology report: clinical data: abnormal uterine bleeding specimen: uterus, with cervix. Diagnosis: uterus and cervix, hysterectomy. (B)(6) 2011, hysteroscopy with insertion of device to occlude fallopian tubes. Procedure performed without complication. Patient tolerated the procedure well. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Historical, concomitant condition and relevant lab data were added. Concomitant drug added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") in a 42-year-old female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lumbar pain and ovarian cyst. Concomitant products included diazepam (valium). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual bleeding /abnormally heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)"), menstrual disorder ("acute clotting"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage and dysmenorrhoea had resolved and the menstrual disorder and procedural pain was resolving. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: 1.6 centimeter right ovarian cyst. Surgical pathology report: clinical data: abnormal uterine bleeding specimen: uterus, with cervix. Diagnosis: uterus and cervix, hysterectomy. On (B)(6) 2011, hysteroscopy with insertion of device to occlude fallopian tubes. Procedure performed without complication. Patient tolerated the procedure well. On (B)(6) 2012: hysterosalpingogram: spot radiographs of the pelvis shows essure placement in both fallopian tubes. Following the placement, a balloon tip catheter was placed in the endocervix. The balloon expanded and contrast injected into the uterine cavity with pressure. No leakage of contrast into the fallopian tubes is identified indicating complete blockage of the fallopian tubes by the essure placement. Impression: 1. Satisfactory placement of the essure in the fallopian tubes. Hysterosalpingogram shows complete occlusion of both fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record abnormal uterine bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual bleeding /abnormally heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dyspareunia ("pain with intercourse/dyspareunia (painful sexual intercourse)"), menstrual disorder ("acute clotting"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage and dysmenorrhoea had resolved and the menstrual disorder and procedural pain was resolving. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: lot number, reporter information, patient details, lab data, product information, events abnormal bleeding (vaginal), dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual bleeding /abnormally heavy menstruation"), dyspareunia ("pain with intercourse"), menstrual disorder ("acute clotting") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total hysterectomy). At the time of the report, the pelvic pain, menorrhagia, dyspareunia, menstrual disorder and procedural pain was resolving. The reporter considered dyspareunia, menorrhagia, menstrual disorder, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.